Event description:
The customer reports observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. An initial elevated (above 99th percentile of 45 pg/ml) atellica im tnih result was obtained for a female patient on (B)(6) 2023. The elevated result was questioned by the laboratory, and subjected to repeat testing according to local procedure. The same sample (heparin plasma) was repeat-tested in duplicate, using the same method, producing similarly-elevated tnih results. An alternate-method test produced a lower (negative) result. The initial atllica im tnih result was reported as final for this method. The customer suspected sample interference as the cause for the result disagreement between methods, and performed additional testing to investigate. They report that interference was detected, following igg immuno-subtraction. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to a result from an alternate method. Siemens has reviewed the available information to determine probable cause and evaluate for potential product issues. Quality control (qc) results were within range at the time the sample was run and the patient sample results were reproducible, indicating a sample/patient-specific incident. The customer also tested the sample following igg subtraction. The result was not provided, but the customer noted that interference was detected. This indicates presence of an abnormal antibody which may be responsible for the observed result elevation. There was no sample material available for siemens to test for sample interferents that could cause the elevated result. The instructions for use (IFU) for atellica im high-sensitivity troponin I (tnih) states the following, under limitations: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." Atellica im high-sensitivity troponin I (tnih) is a high-sensitivity troponin I method, whereas the conflicting method is a point-of-care, conventional-sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and other methods for troponin will produce similar results. The instructions for use (IFU) states "there are conditions other than ami that are known to cause myocardial injury and elevated ctni values." In the interpretation of results section, the following is advised: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." A product performance issue has not been identified. The customer is operational. Note: MDR 1219913-2023-00069 has been submitted for the observations of (B)(6) 2023.